Event description:
It was reported that this implantable pacemaker and non-boston scientific lead was explanted same day due to pacing inhibition. The patient was brought back into the operating room and confirmed device header lead connection was secure. The associated non-boston scientific lead was confirmed as the root cause of the pacing inhibition issue due to pre-implant insulation damage, whereby the physician chose to use a repair kit. However, the physician elected to replace the pacemaker as well, in order to eliminate possible variables. No additional adverse patient effects were reported. The device has not been returned. If the product is received for analysis, this report will be updated with pertinent information upon completion of analysis.